Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient experienced loss of appetite, nausea, vomiting and peg j tube tends to move inwards. On (B)(6) 2021, a gastroscopy was performed and a large phytobezoar was observed at the distal end of the jejunal tube. The device was replaced.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.